Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that audio bolus button was missing and unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings: investigation revealed that the audio bolus button was completely detached from the pump.